Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, it was noticed that ventilator's printed circuit boards were contaminated with liquid. Identification of issue has been done by analyzing problem description, service report, photos and device's logs. The technician replaced both pressure transducer boards and expiratory channel board to resolve the problem. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. The root cause of this issue could not be determined. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no patient involvement///2645. Corrected health effect ¿ impact code: no health consequences or impact///2199.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, it was noticed that ventilator's printed circuit boards were contaminated. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # and # e1 event site address were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. E1 - event site address - previous event site address: (B)(6), corrected event site address: (B)(6). The UDI information is not available since the device was manufactured before 2015.